Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Pt had a dumbell shaped neck, contributing to the type iii endoleak. Use of palmaz stent is off-label.

Event description:
Pt presented with a dumb bell shaped neck (measuring 23mm-18mm-23mm over 2cm length). Access and deployment of a 25-16-120bl bifurcated device and a 25-25-75l proximal extension were uneventful. There was a slight intraoperative proximal type iii endoleak, which could not be resolved with balloon post dilatation. A palmaz stent was placed with good seal.